Event description:
A cusa nxt was involved in an incident which was described as follows: during surgery, a system error occurred. It was idle at the time (surgeon used it, then set the hand piece down to work for awhile), when the error occurred. The staff shut down the system and powered it up again, and the same thing happened two more times. The hand piece and tubing was disconnected and reconnected, but nothing helped. The pt was not injured as the unit was not in contact with the pt at the time of the error reading.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.